Manufacturer narrative:
UDI= (B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the right coronary artery (rca). A 3.50 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was attempted to be removed; however, upon pulling the device, the stent got sheared off at the tip of the guide catheter and was left inside the patient. There was no attempt in retrieving the stent since it lodged in an acceptable place to leave it. The procedure was then completed with just a balloon angioplasty. No patient complications were reported and the patient's status was fine.